Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) injectable implant lot 100099167 was reviewed. No non-conformances were noted that would have contributed to this event. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This spontaneous report received from a (B)(6) physician concerns a (B)(6) female patient. She was injected with a total of 0.5 ml of radiesse(+) into chin on (B)(6) 2018. Batch number was reported as 100099167. The patient was injected with several boluses of 0.1 ml/injection. The patient had the last radiesse injection into cheeks and chin in (B)(6) 2017, without complication. On (B)(6) 2018, the same day of the radiesse(+) injection, the patient developed pain and discoloration of the skin. She thought it was a hematoma, and contacted the physician 2 days after injection, on (B)(6) 2018. The physician suspected an ischemia and took immediate action together with a colleague dermatologist. Following ultrasound, a small incision with a needle and massage of the chin, a small amount of product came out. Further corrective treatment included: injection of hyaluronidase 1500 iu; warm compression for 10 min every hour; isosorbide dinitrate 10%; vaseline cream 3 times daily; aspirin (acetylsalicylic acid) starting with 325 mg on (B)(6) 2018 and from (B)(6) 2018, 80 mg once daily for 5 days; augmentin (amoxicillin/clavulanic acid) 625 mg 3 daily, for 7 days; and prednisone 20 mg 1 daily, for 5 days. "Fusidine" cream was added to the treatment protocol on (B)(6) 2018. The skin condition was going to be monitored on a daily basis. The final diagnosis was ischemia, which resulted in a serious necrosis. The patient did not completely recover in the meantime and the physician thought it was going to take weeks for full recovery. The outcome of the events was considered as not resolved. In the opinion of the physician, the patient's condition was not life threatening, but treatment was necessary in order to prevent permanent damage.

Event description:
Follow-up information was received on 20-mar-2018: the physician suspected the patient was going to need several weeks of wound care in the hospital. Due to the provided information, the outcome of the event remained as not resolved. Follow-up information was received on 04-apr-2018: reportedly, the wound was healing as suspected. No further treatments were performed. Due to information provided, the outcome of the event was considered as and changed from not resolved to resolving.

Event description:
Follow-up information was received on 25-apr-2018: at the time of this report, the patient has a healing wound. Due to the provided information, the outcome of the event remained as resolving.

Event description:
Follow-up information was received on 12-jun-2018: the physician reported that the wound was healed and the scar was getting better and softer. The outcome of the event remained resolved with sequelae.

Event description:
Follow-up information was received on 07-may-2018: reportedly, the patient recovered and the wound was closed. The scar was going to be evaluated in the next weeks. Due to information provided, the outcome of the event was considered as and changed from resolving to resolved with sequelae.